Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed subclavian vein thrombosis. The patient was put on coumadin treatment, and would continue to be monitored.